Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained a post-operative complication after undergoing a da vinci si surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si abdominal hysterectomy with bilateral salpingo-oophorectomy for endometrial cancer on (B)(6) 2013. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. Both monopolar and bipolar energy were used during the operation. There was no report of an intraoperative complication. On (B)(6) 2013 patient presented with increasing abdominal pain and difficulty urinating. A CT scan was worrisome for a lower urinary tract injury. She was taken to the operating room where she was found to have a complete transection of her left ureter 4 cm proximal to the bladder with devitalization. She underwent a left ureteroneocystostomy with a stent. No further information is available.